Manufacturer narrative:
H.6. Investigation: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a leak on the filter tubing was verified. A device history record review for model 20028e lot number 20129517 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20129517 regarding item #20028e.

Event description:
It was reported that the 17 inch ext w/.2 fltr & vlv port leaked from the filter. The following information was provided by the initial reporter: "bd extension set 20028e leaking from filter".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 inch ext w/.2 fltr & vlv port leaked from the filter. The following information was provided by the initial reporter: "bd extension set 20028e leaking from filter".